Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. Explant date: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -15.00/+1.0/153 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2021. The lens was explanted due to excessive vaulting. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional data: h6: type of investigation - 4117. B5: the reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -15.00/+1.0/153 (sphere/cylinder/axis), in the patients right eye (od), on 10-dec-2021. The lens was reported as excessive vaulting and remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming. H6: health impact - 2199. Claim # (B)(4).

Manufacturer narrative:
B5 - the lens was replaced on (B)(6) 2022 with a shorter length lens and the problem was resolved. Patient is happy. Claim# (B)(4).